Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking issues were found before use with a ser plastipak 3ml ll 40x8 al. The following information was provided by the initial reporter, "syringe without graduation scale."

Event description:
It was reported that scale marking issues were found before use with a ser plastipak 3ml ll 40x8 al. The following information was provided by the initial reporter, "syringe without graduation scale."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformities during manufacturing of the product. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. H3 other text : see section h.10.